Manufacturer narrative:
Additional information: d10, h3 and h6. As received, only the distal portion lead was returned in one piece with a stylet inserted and stuck in the inner coil. The reported event of guidewire was unable to be removed from the lead was confirmed. Unable to perform guidewire insertion/withdrawal test due to the condition of the lead as received. The reported event of twisted lead was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, the guidewire was unable to be removed from the left ventricular (lv) lead. It was then noted that the lv lead became twisted. The lv lead was explanted and replaced to resolved the event. The patient was stable with no consequences.